Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device. Block b3: approximated based on the date the manufacturer became aware of the event. Correction to h11: block d.2b; additional applicable product codes: nhl and pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI #: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 33034041. UDI #: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 33034041. UDI #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced issues with stimulation affecting their internal capsule, which impacted their speech. As a result, the devices were explanted and replaced, and the patient is currently awaiting device programming.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7116851. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 33034041. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, batch: 33034041.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced issues with stimulation affecting their internal capsule, which impacted their speech. As a result, the devices were explanted and replaced, and the patient is currently awaiting device programming.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7116851. Product family: dbs-lead fixation upn: m365db4600c0 , model: db-4600-c, batch: 33034041, product family: dbs-lead fixation upn: m365db4600c0 , model: db-4600-c, batch: 33034041.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced issues with stimulation affecting their internal capsule, which impacted their speech. As a result, the devices were explanted and replaced, and the patient is currently awaiting device programming.